Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had absence of alarm. Customer's blood glucose was 222mg/dl at time of incident. Customer perform troubleshoot but did not clear alarm did not clear with esc or act. After reinserting battery display did not return. Insulin pump will not be return for analysis.